Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis and had broken and damaged tube holders. Primary audible alarm post error was found in the event history log. The pump was tested via the power up process. The issue was not duplicated. The speaker was replaced for preventive measure and preventative maintenance was completed

Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a system failure error code. Physical damage was also reported. There was no patient involved.